Event description:
Child attempted to remove the trach filter from the trach tube. The trach filter would not pull off from the trach tube and therefore the child inadvertantly pulled out the whole trach tube.